Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the paramedics were called and treated her for hypoglycemia. The blood glucose reading was 29 mg/dl. Troubleshooting was performed. The customer stated that the time was off by 12 hours and her basals were delivering the wrong amount. No further information was provided.